Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. DHR/shr review is not required due to the cause of the complaint not being related to manufacturing, packaging or labeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a detached distal end of the bend section. There was no patient involvement.